Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and planned an on site visit with a field service engineer (fse) to replace the transducer. The transducer was replaced, and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that, when in use with the toco sensor, the device does not provide accurate measurement. The values are not reliable. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.